Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, missing serial number label, missing end cap address label, peeling keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that the device had cosmetic damages. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.